Event description:
Metal tip broke off in the patient while surgeon using. Manufacturer response for trocar, (brand not provided) (per site reporter). They will pick it up tomorrow and reimburse us with replacement product.